Event description:
It was reported that an ilet pump displayed a ¿sensor will expire in 1 minute¿ screen and the touchscreen became partially unresponsive, preventing use of the back or home buttons and selection of certain icons, with a newly observed screen crack noted during a recent supply change. Symptoms included no reported changes in blood glucose. Outcomes included provision of a replacement device and guidance to use backup therapy to ensure reliable insulin delivery and meal announcements. Investigation included review of images provided by the user and collection of device history via standard troubleshooting. Investigation of this case revealed a screen/display malfunction consistent with physical damage to the touchscreen assembly. It was concluded, based on previously established findings for similar reports, that the cause was device damage due to cracked display leading to impaired touch function.

Manufacturer narrative:
The device was not received or evaluated by beta bionics. User complaint of ilet damage or malfunction was not confirmed via failure investigation due to lost package or common complaints. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.